Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77-year-old male with a medical history significant for diabetes mellitus received an impella 5.5® device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was surgically implanted via the right axillary artery. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock. On post-implant day four, a decrease in platelet count was observed, prompting evaluation for heparin-induced thrombocytopenia, a known risk associated with systemic anticoagulation during impella support as described in the instructions for use. Anticoagulation therapy was discontinued, and laboratory testing was initiated. The patient remains supported on the impella device.

Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was provided therefore b2, b5, h1 and h6 were updated. This is one for two reported h10 was updated. This report is for the impella 5.5 and the other report is for the impella cp.

Event description:
Due to ongoing clinical instability, the patient was escalated to an impella 5.5. While supported with the 5.5, the purge solution consisted of d5w with 25 meq sodium bicarbonate. During support, platelet counts decreased with clinical concern for heparin-induced thrombocytopenia. Anticoagulation was discontinued and laboratory evaluation was performed. Thrombocytopenia in critically ill patients with cardiogenic shock may be multifactorial, including shock physiology, recent pci, mechanical circulatory support, anticoagulation exposure, and critical illness¿related consumption. Care was subsequently withdrawn due to the patient¿s overall clinical deterioration, and the patient expired. The reported hemolysis resolved with repositioning and escalation of support. The patient¿s death is clinically consistent with severe ami complicated by refractory cardiogenic shock (scai stage e). The death will be reported conservatively.